Event description:
After the lens was inserted into the eye, the haptic bent. The lens was removed and replaced with no pt injury.

Manufacturer narrative:
This form was completed by the manufacturer.